Event description:
It was reported that a homechoice device experienced an unspecified alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter: additional e-mail - (B)(4) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated for the reported event of an unspecified alarm. The event history log review revealed that a low drain volume alarm was identified. Alarm and check heater line alarm. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received functional testing and underwent electrical safety testing with no issues. A short simulated therapy was successfully performed. The device was determined to have met product specifications. The reported event was verified in the event history log as a low drain volume alarm. The cause of the alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.